Event description:
The customer reported to olympus during reprocessing, a biopsy channel was broken on the oes cystonephrofiberscope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the l-mount was missing and unable to perform leak test, distal end of the device could not be checked as the l-mount was missing, bending section cover was peeling off, image guide breakage and stains on the image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the broken biopsy channel. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was either mishandled or subjected to stress forces. Olympus will continue to monitor field performance for this device.